Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 6.8 mmol/l. The customer advised alarm occurred when completing the first bolus after the set change. The customer advised that the motor can rewind. The customer stated that there is no e70 alarm and no exposure to MRI, magnets or xray. The customer stated that the device can reind but will not exit prime set-up.